Manufacturer narrative:
Received one speedband superview super 7 device for analysis. Visual examination of the returned device found the ligator head placed onto the handle stem metal cannula. Three bands remained on the ligator head and in correct position; four bands were fully deployed and not returned. The suture was intact and attached to both the ligator head and the trip wire loop. The trip wire had been pulled out of the stem and injection septum and fully removed from the handle. It was observed that after the user placed the ligator head onto the handle stem, the trip wire/suture were wrapped very tightly around the handle assembly. The trip wire did not exit up the handle post but instead placed over the top of the handle bracket and then secured into the slot. The trip wire was noted to be bent and the proximal loop cut off and not returned. It does not appear that the device was properly set up and the trip wire properly tightened and secured in the handle slot as instructed in the dfu, which impacted the deployment activity of the bands. In addition, if the system had been properly set-up the user could have removed the system from the scope without cutting/ breaking the trip wire or suture. Therefore the most probable root cause classification is user error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation on may 20, 2015 that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician was able to deploy the first and second band; however, the third and the rest of the bands would no longer deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician was able to deploy the first and second band; however, the third and the rest of the bands would no longer deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of bands failed to deploy. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.